Event description:
It was reported that the right ventricular (rv) lead was repaired and continued to be used. Subsequently, many years after implant, the lead showed oversensing. The lead was capped and a new lead was placed. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.